Manufacturer narrative:
Reference record 1019013. Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) had a percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. In may the patient had edema protuberance with redness and pain at the stoma site. On (B)(6) 2017 the patient was treated with an antibiotic ceclor 500mg. The pain resolved but a small scale granuloma at the upper stoma site remained.